Event description:
It was reported that the system monitor touch screen was not responding. The system monitor was not used on a patient nor did it delay any patient care.

Manufacturer narrative:
Section a: there is no patient involvement; therefore, patient information is not pertinent to the investigation. Manufacture¿s investigation conclusion: the reported event of ¿touch screen was not responding¿ issue could not be conclusively confirmed with the returned system monitor (serial # (B)(4). The returned system monitor was tested together with laboratory equipment and the reported issue could not be reproduced. However, during inspection, it was noted there was damage to the housing and internal assembly that is consistent with a sudden impact. There were incidental findings of a loose fastener which if it settles on the pcb (printed circuit board), a shorted condition could potentially occur between components on the printed circuit board to result in the reported issue. Also, there were bent display brackets that has the potential to cause misalignment issue between the touchscreen and display assembly to result in the reported issue. The damage parts appear to have shifted during transport. Parts were replaced, and preventative maintenance was performed. The unit passed all testing per procedure. Hmii if and hm3 instructions for use (IFU) has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. Under section 4 ¿system monitor¿ of both manual, describes the functions and proper use of the device. Under section f ¿safety checklists¿, replace any equipment or system component that appears damaged or worn. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event. Se functional issues when it settles on the pcba

Manufacturer narrative:
Reportable aware date and g3 - date received by manufacturer were updated to correct date of 23may2023 (investigation completion date). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.